Event description:
It was reported that the patient experienced peritonitis, manifested by the patient feeling sick, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment was not reported. The patient was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but was not available at this time. This is report 2 of 3.

Manufacturer narrative:
(B)(4) -the date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2014.a review of all batch record documents was performed for potentially associated lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).